Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to faulty power supply. Components found burnt on the power supply. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the routine inspection, the subject device didn't boot up. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the power switch was deteriorated because more than 6 years have passed since manufacturing, then the phenomenon occurred.